Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer (con) and from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's controller and recharger were locked in a truck as he was in the process of moving and did not have access to them. Patient stated he had been without stimulation for 48 hours and was in extreme pain and wanted to buy a 2nd set of controller/ recharger and wanted them shipped out right away. On (B)(6) 2019, it was reported that the patient could not recharge his system. The patient¿s battery is empty, and the patient still had not received a replacement recharger as of (B)(6) 2019. The manufacturer representative noted that the last time that they had met with the patient was in the middle of (B)(6) 2019. At that time, the patient¿s impedances were within normal limits, and the patient was very happy with his paresthesia pattern. A request for the recharger had been put in. On (B)(6) 2019, it was reported that the patient had been hospitalized 9 times in 5 weeks due to severe pain and delusions. They were currently in a psychiatric facility and was admitted 2 weeks prior to the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had received a new controller and recharger. It was noted that the patient had not used the stimulator for three months and the implant was dead. The controller was also dead when the patient met the representative for troubleshooting. The patient was sent home to charge the controller and after the controller was charged the patient was not able to charge the implant. Troubleshooting reviewed passive charging.